Event description:
It was reported that, during an acl reconstruction surgery, a biosure pk screw cannot be inserted into the biosure tibial fixation device. The issue was noted when the fixation devices were already implanted, therefore, they had to be forcibly removed. Surgery was completed with a back up device in the originally drilled bone hole, which was prepared with a 9.25mm screw. There was a surgical delay of less than 30 minutes and no further complications were reported. Patient's status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. One wing of the tibial fixation device is deformed and twisted out of it's original configuration. There is biological debris on the returned device. A functional evaluation could not be performed because the damage to the device prevented testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.